Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient needed additional coverage. The patient underwent a revision procedure wherein a lead was added and patient was doing well postoperatively. The explanted lead was remain implanted and nothing was explanted.